Manufacturer narrative:
(B)(4). It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Event description:
The physician is refilling pump with 20ml of drugs. After the refill she checks the amount of drug in the pump with help of the fill level sensor. The display shows 15.53ml. After some time the patient shows symptoms of overdose and has to stay in hospital and be treated.

Manufacturer narrative:
The transaction logs of the pump (B)(4), from the last refill on january 12th 2015 to (B)(4) 2015 were analyzed. The fls measurements were consistent with the injected and recovered volumes. The pump was flowing within specifications during this period. The case were discussed during a pib (problem investigation board) meeting, on (B)(4) 2015, regrouping r&d, complaints department, technical field support. After discussion with the physician, it appears that for the last refill the refill needle was inserted in a slanting way, at the side of the refill septum. As there was no backflow from the reservoir, the physician tried to move the needle in the refill port by changing its insertion angle (same puncture), and finally reached the reservoir and observed a drug backflow. As it was confirmed that the pump was delivering within specifications, that the fls measurements were accurate, the pib conclude that the gap between the injected volume (20ml) and the fls measured volume after refill (15.53ml) was most probably due to a septum leak. The root cause of the septum leak seems to be the slanting needle puncture, added to the needle movement into the silicone septum. The pib recommendations are: perform a pump interrogation and confirm that the reservoir volume is the same as the last pump interrogation (as the pump is in stop infusion mode). This should confirm that the septum is not anymore leaking. Upon physician decision, the program may be restarted with the previous parameters. A close monitoring of the patient should be made during the next day. If the pump behaves within specifications, the patient can be released home. A DHR review was performed for product code 91-4200, lot# crgb9m, and the lot met specifications when released on june 5th, 2014. Qty: 14. The most probably root cause of the overdosage is due to an user error who caused a septum leak seems to be the slanting needle puncture, added to the needle movement into the silicone septum; however, this could not be determined. As indicated in the IFU, "holding the needle perpendicular to the pump". At this time, no corrective & preventative actions is needed. A retraining of the clinical team on the refill technics has be done as corrective action. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.